Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the silicone sleeve of the distal y-site clave port popped out. The tubing set was being used to deliver 5% dextrose with 10meq of potassium chloride at a rate of 65ml/hr. After an unspecified length of time, the customer contact reported that while standing at the patient's bedside, an unspecified volume of blood began to leak from the distal y-site clave port. The infusion was stopped. At that time, the customer contact noted that the silicone sleeve of the distal y-site clave port had popped out. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact indicated that the distal y-site clave port could have been previously used to flush the tubing with 10ml normal saline by another nurse for a distal occlusion. No additional information was provided.